Event description:
This case was initially assessed by (B)(4), the u.s. Distributor for hyalgan, as non-serious. Additional information received by them on (B)(4) 2007 upgraded this case to serious. Initial information received from a consumer on (B)(6) 2007. A female consumer who received a series of five treatment with hyalgan. Last (B)(6) 2006 has experienced problems with hypotension nos since (B)(6) 2007. She also experienced a sudden onset on anemia nos and a low white blood cell count nos. She has undergone a number of tests, including a complete gastrointestinal workup and "quite a few" blood tests nos. Her next step is to have a bone marrow biopsy. Additional information received from the consumer on (B)(6) 2007. The patient has an episode of anemia that was undiagnosed and the hyaluronate sodium was a possible cause. She was eventually diagnosed as having iron-deficiency anemia which is probably caused by an unnoticed gastrointestinal bleed. The cause of her sever anemia is unknown and none of her physicians think it is related to the hyaluronate sodium. She plans of receiving another series of injections in her right knee as she had great results from her first series. No further relevant information reported. Additional information for hyalgan from product technical complaint, report case ID (B)(4), dated on (B)(4) 2007, received by (B)(4) on (B)(4) 2007: no batch number was reported, and no complaint sample was received. Conclusion: no investigation/ no assessment possible. Corrective treatment: unknown.